Manufacturer narrative:
According to the maintenance schedule in product labeling, the reaction cuvettes should be replaced monthly. The investigation determined the event was consistent with a customer maintenance issue.

Manufacturer narrative:
The crep2 reagent lot number was 922336 with an expiration date of 31-aug-2026 no issues were identified with the reagent kit, sample probe, reagent probe, or water discharge probe. The customer performed precision testing with the patient sample with acceptable results. A normal reaction was observed on the reaction monitor data provided for the initial result. Calibration and qc were acceptable. No qc results were provided for the day of the event. The reaction cuvettes were due for replacement. The gear pump head has not been replaced since the instrument was installed. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 cobas c 701 module. The initial result was 160 umol/l. The repeat result was 80 umol/l. The questionable result was not reported outside of the laboratory.